Manufacturer narrative:
Per telephone call, customer confirmed the cable connection was not the cause and parts are needed. Parts are back ordered and currently unavailable. Requested parts be returned once replaced. The repair for this unit cannot be conducted at this time due to the part(s) being on backorder. The material has already been requested and an order for the part(s) was placed to conduct the repair of this unit. The material ordered (liquid crystal display (lcd) assembly; lcd cable; user interface (ui) printed circuit board assembly (pcba) to lcd cable; ui pcba; ui assembly without nav-ring; lcd tray) aligns with the recommended repair of the alleged malfunction per the service manual. When the parts become available the repairs will be conducted. If new information is received and suggest that the device has additional malfunctions, the record will be reopened, and an investigation will be performed.

Event description:
Philips received a complaint from customer biomed reporting no display after turning on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the issue occurred directly following field change order activities which replaced the front bezel. The rse advised the bme to ensure cable connections and if the issue persisted part replacements may be necessary. The rse provided part details for the recommended repair. The investigation is ongoing.